Manufacturer narrative:
Correction to h10 as information regarding reprocessing steps at the user's facility was inadvertently omitted from the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the customer wiped/brushed the nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with a detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, had angular water leakage. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign object was clogging the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: due to deformation of up/down knob, water tightness is lost; nozzle has foreign objects; due to deformation of scope cover, water tightness is lost; due to wear of angle wire, bending angle in upright direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber had a white-clouded area; paint on air/water cylinder is peeled; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; distal end plastic cover has a dent; due to damage, zoom lever does not move smoothly; grip has a scratch; indication on scope connector is peeled; and adhesive around objective lens is peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.